Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n120252026, implanted: (B)(6) 2007, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2015 it was reported that the patient was having scoliosis spinal fusion surgery and the catheter came out of the intrathecal space. They were planning to revise the catheter during the procedure. No patient symptoms were reported. It was later reported by a company representative that the spinal segment of the catheter was pulled out during a surgery earlier in the day. The resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.